Event description:
It was reported that the customer was placed in intensive care due to high blood glucose levels. Customer had an issue with high blood glucose levels at the end of june/july. Customer was admitted in the intensive care unit for 3 days. Customer was told that they thought his pump was not working. Customer stated that after he got out of the hospital, he saw his primary doctor about a week later. Customer is taking lantis and humalog as a back-up plan. Customer's blood glucose level was over 500 mg/dl. Customer was hospitalized between (B)(6) 2013. Customer was unsure of the date. Customer felt light headed and could not move. Customer stated that the doctor told him it was caused by the flu and his blood glucose levels were going out of control. Customer doesn't believe it was caused by the pump. Customer later called in and the pump was working as designed. Customer did not want to get back on the pump yet. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).